Manufacturer narrative:
The evaluation of the implant device and inserter instruments revealed the event is not related to a device issue or instrument malfunction.

Event description:
Reference # importer (B)(4).